Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported during a clinical study that seven years post-initial implantation, the patient had moderate pain secondary to poly wear. The patient is undergoing physical therapy. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). A6: race - arab/middle eastern customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Reported event was confirmed by review of medical records. Review of the available records identified the following: moderate pain, anterior r shoulder secondary to poly wear; no trouble with adls, regularly participates in moderately active events; onset of pain; CT scan ordered to assess poly (glenoid component) ; patient is currently attending physical therapy to address the pain which is tolerated at this time. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.